Manufacturer narrative:
The pump was returned for power loss alarm. The power loss alarms were noted after the error 25 per long trace history file. Low battery alarms and error 25 were confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when back up battery unloaded voltage was less than 3.7v for consecutive240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The pump was received with cracked case at reservoir tube lip, battery tube threads, and with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error on their device. The customer's blood glucose level at the time of incident was unknown. It was reported that device alarmed for power error. Troubleshoot was reported to be conducted. It was reported that the customer was assisted in resetting and clearing the device, and the pump still alarmed. It was reported that the pump would be replaced and returned for analysis.